Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. (B)(4) stent deployed prematurely. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an axios stent and delivery system was used during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure the axios stent and delivery system was introduced into the target area and the light on the scope was turned on. The physician then noted that the patient was already actively bleeding. The physician confirmed that the bleeding had nothing to do with the axios stent and delivery system. At that time, the physician removed the axios stent and delivery system from the scope and went back into the patient with clips to resolve the bleeding. The physician did not realize that the axios stent had unintentionally deployed inside of the scope when the axios was removed from the patient. The procedure was discontinued once the patient was stabilized and the scope was cleaned. After the scope was cleaned, it was used on a second patient later on the same day during a pancreatic stent placement procedure, without any issues. The account believes that the brush could have gone through the axios stent when cleaning the scope and therefore it remained lodged in the scope. Five days later, on (B)(6) 2015, the same scope was used on a third patient for a biopsy with pancreatic stent placement procedure. During this procedure, the axios stent was pushed out of the scope and into the patient. The axios stent was removed from the patient with forceps. The account believes that because the third procedure was 5 days later that the scope had time to dry completely allowing the stent to become dislodged and pushed into the patient. The account confirmed that there were no axios devices used on either the second or third patients.